Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 30 mg/dl; cause was unknown. As a result customer fell and cut their arm, and required assistance in getting up after fall. Customer consumed carbs to address low bg. Recommendation was made to discuss diabetes management with a health care professional.